Event description:
It was reported that the device was used during a lap gastric bypass. It was reported that the trocar went into the pt's abdominal wall, the tip went through the fascia but was stuck in the peritoneum.